Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 138 mg/dl. There were no significant events leading to the alarm observed. It was later reported that the alarm was resolved.